Event description:
A customer reported that the system locked and would not turn off during a surgical procedure. The system was exchanged to complete the procedure. There was no harm to the patient.

Manufacturer narrative:
Additional information: the customer called the company representative to assist with troubleshooting. The customer cancelled the call stating the system was functioning as intended. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 30, 2004. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).